Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use, and that the patient presented a pre existing condition prior to the procedure. Therefore, it cannot be confirmed whether or not the use of the coil contributed to the patient¿s outcome. Additional information obtained indicated that the primary cause of death was due to the patient¿s comorbidity, and the secondary cause of death was due to the procedure. However, vessel perforation and patient outcome of death are known and anticipated complications associated with coil embolization procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that prior to releasing a coil to treat a ruptured aneurysm located in the tortuous anterior cerebral artery, the aneurysm re-ruptured unexpectedly. The physician attempted further coiling in order to embolize the ruptured aneurysm, but lost catheter position and coiling could not be completed. The patient was reported to have expired early morning on the following day. The primary and secondary cause of death is not available; however, the physician stated that the patient¿s outcome was not related to the devices used in procedure.

Event description:
It was reported that prior to releasing a coil to treat a ruptured aneurysm located in the tortuous anterior cerebral artery, the aneurysm re-ruptured unexpectedly. The physician attempted further coiling in order to embolize the ruptured aneurysm, but lost catheter position and coiling could not be completed. The patient was reported to have expired early morning on the following day. The primary and secondary cause of death is not available; however, the physician stated that the patient¿s outcome was not related to the devices used in procedure.